Event description:
The account alleged the pt position module would not set. No pt impact.

Manufacturer narrative:
The technician found the pt position module would set but there was no nurse call function. The technician replaced the communication cable to resolve this issue.